Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the buttons was not responding which makes it difficult to deliver boluses. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. Pump alarmed pump error 63 during the self-test. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Pump error 63 variable 3 was noted in the history download on feb 9, 2022 at 18:03 due to broken trace u1 pin6 on keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, retainer ring damage was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage, cracked keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customers alleged unresponsive keypad was not confirmed through testing, however a pump error 63 occurred during testing, due to a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. Additionally, retainer ring damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.